Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a recurrent ventral hernia repair with mesh. She had revision surgery 4 months post-surgery. The patient experienced recurrent hernia; infected mesh, mesh removal.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence, fistula, serosanguinous purulent fluid, and infected mesh. Post-operative patient treatment included revision surgery and removal of infected mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence, fistula, serosanguinous purulent fluid, pain, and infected mesh. Post-operative patient treatment included revision surgery and removal of infected mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: a4, b2 (added disability), b5, b7, h6 (patient codes, imf codes, ime e2402: "can't keep focused, can't drive"). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced muscle cramps, digestive issues, swelling, bloating, soreness, anxiety, loss of enjoyment of life, can't keep focused, can't drive anymore, recurrence, fistula, serosanguinous purulent fluid, pain, and infected mesh. Post-operative patient treatment included medication, revision surgery, removal of infected mesh, and hernia repair with new mesh.